Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, sensor wire was missing, and that the wire was not on the sensor pod. Patient stated that the insertion site was red. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.